Manufacturer narrative:
Based on the information available, possible suspected root causes(s): the proximal half of the screw was returned to the manufacturer, which has sheared at half way down the length. There was no apparent damage to visible threads and the driver recess was undamaged. If the driver is not fully engaged, the front of the screw is held and the back is driven. This could occur if the driver is bent/damaged. Graft/screw/tunnel not appropriately sized.

Event description:
The customer reported that the 10x28mm biosteon screw broke during insertion.